Event description:
Philips received a complaint on the dfm 100 indicating that the device failed the operation check. The device was not in clinical use at the time the issue was discovered. Based on the information available and the testing conducted, the cause of the reported problem was due to the processor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.